Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the conductor wire of the fenestrated bipolar forceps instrument was torn. The procedure was continued. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked before use and no damage or anything unusual was observed. Tissue coagulation was being performed when the problem occurred. There were no problems opening/closing the jaws. There were no problems with the left/right movement (yaw) of the handles or with the up/down movement of the wrist (pitch) nor with any cables visibly protruding from the distal end of the instrument. The color of the broken cable was black. There was no loss of cautery associated with the broken cable. There was no evidence of thermal damage at the break point and the instrument did not collide with another instrument or tool during the procedure. No fragment fell into the patient's anatomy as a result of the damage. The procedure was completed with no patient harm, adverse outcome or injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis.